Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned femoral component shows several surface scratches on the polished articular surface of the device. There are also minor blemishes on the superior side of the device. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the femoral component has scratches on the surface. No adverse events have been reported as a result of the malfunction.